Event description:
Medtronic rep reported that the site was not able to see either their probes or the head frame in the element software. Confirmed that the camera was connected and reseated the cable, and there was not an error about camera connection in the software. No impact on pt outcome.

Manufacturer narrative:
Pt info was not available at the time of this report. Evaluated position sensor unit (camera) - it was determined that the problem was due to a faulty sensor board. Also, found a broken-off screw in front panel. The position sensor unit (camera) and tria target laser pointer were replaced. The site is no longer having issues.